Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when the button was being pulled through the stoma site, the physician noted heavy resistance was felt. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Physician's name is unknown. (B)(4) relates to (B)(4) for the reported event of resistance felt while pulling button through stoma site. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual evaluation showed the button had been placed and was not returned. The pull wire was without issue and was found to be attached to the wire loop of the dilating tip. The dilating tip was without issue. The heat shrink and red strip were still attached to the delivery system. The c-flex tubing was found to have been torn apart at the distal end at the connector. The torn ends of the tubing present evidence of failing while undergoing tensile force. The condition of the returned unit was consistent with the complaint incident that resistance was met during placement. Physical analysis revealed the delivery system tubing had been torn into two pieces. Resistance could cause the tubing to fail in tension. Therefore, most probable root cause is operational context. A review of the device history record was performed for lot 14093028 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14093028.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure when the button was being pulled through the stoma site, the physician noted heavy resistance was felt. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.